Event description:
Patient reports that she is only able to use 2 sites from the 3-needle site tubing because one of the needles is blunt - not sharp. Patient able to complete infusion with just 2 sites. Will replace needle sets (remainder on hand are all from same lot number and place a priority comment in patient's account prohibiting dispensing same lot numbers. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: intravenous immunoglobulin other.